Manufacturer narrative:
Further information was requested but not received.

Event description:
During an implant procedure, high pacing impedance and an unspecified helix rotation issue were noted on the right ventricular (rv) lead. The lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of a helix mechanism issue was confirmed, while high lead impedance was not confirmed. As received, a complete lead was returned in one piece for analysis with the helix fully extended and clogged with blood/tissue. X-ray examination revealed the helix to be bent and severely over-torqued at the inner coil, which is consistent with procedural damage. The helix mechanism test could not be performed due to the as received condition of the helix. The reported event of a helix mechanism issue was isolated to be due to the bent helix and over-torqued inner coil at the connector region, which is consistent with procedural damage. Electrical testing did not reveal any indication of conductor fractures or internal shorts.